Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The j704 connector was broken off the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.